Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was suspected to be fractured. Also, the lead exhibited noise and fluctuating impedance. Thus, lead was currently pacing at higher output. As of this time, the lead remains in service. No adverse patient effects reported.